Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported that the display is dim. The low priority alarm had gone off and the customer was unable to shut it off. The touchscreen is not working. The field service engineer (fse) was able to duplicate the reported problem. The (fse) tested the display and was not able to adjust the brightness. Screen calibration was attempted but was unsuccessful. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The vent was swapped out. The field service engineer (fse) replaced the user interface assy. To address the reported issue.

Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that the burn-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.